Event description:
It was reported that the patient faced insulin was leaking from the site on (B)(6) 2026. The blood glucose level was high at the time of event and treated via change of set pen injection.

Manufacturer narrative:
E1: (B)(6). Name- medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325 zip four- 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.